Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low battery alarm and a failed battery alarm due to using an old battery. The customer got new batteries and after inserting a new battery the device alarmed battery out limit and failed battery test. The customer's blood glucose reading was unknown. The customer stated the insulin pump lost their time, date, and everything cleared out. The customer was assisted and was able to check their basal rates, bolus wizard, and said their information did not vanish as previously thought. No further details were provided.